Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. One haptic was broken gusset area. The optic was split, possibly cut from near the gusset area into the optic center. The lens was cleaned with klrp for further evaluation. The lens has two large, scraped areas that may have been caused by a plunger underride. The damage as angled to the to the travel path. The lens may have been rotated/oriented incorrectly in the cartridge. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Based on the returned lens and cartridge damage the root cause appears to be related to a failure to follow the IFU (instructions for use). The lens had damage that would indicate plunger underride occurred. Inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The nozzle and the tip had aneurysms and heavy stress. This may indicate the lens/plunger were not in acceptable positions for advancement. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed defect in lens and cartridge after the iol was implanted into the eye. The lens was explanted during initial procedure and replaced with company lens. The procedure was completed on same day. Additional information has been requested.